Event description:
Pt presented with right iliac aneurysm; no aaa. Physician wanted to treat the iliac aneurysm using the endologix bifurcated device. The physician decided to partially deploy the stent graft on the table and to cut out the graft material from the middle portion of the stent graft main body, so as to not block out any collateral vessels in the aorta. He then reloaded stent graft into the delivery catheter. The physician used a percutaneous approach on both sides, with the ipsilateral side pre-treated with percloses. The delivery catheter would not pass over the stiff guidewire. It was noted that the hypotube may have been kinked upon reloading of the stent graft. After making adjustments, the physician was able to advance the guidewire and deliver the catheter. After deployment and upon retraction, there was difficulty removing the delivery catheter. On fluoro, a gap appeared between the front sheath and the front stop, possibly due to the stretching of the catheter. The physician tried to manipulate the catheter to remove it, but was unsuccessful and decided to do a cutdown to remove the delivery catheter. Once the delivery catheter was removed, the physician realized that the front sheath had separated from the delivery catheter; was able to remove it at the cutdown site. The patient is doing well. Device is returning, but not yet received. Review of lot records/work orders, prior reports. No issues were noted.